Event description:
It was reported that this patient presented to the emergency room (ER) with no reports of syncope. Upon device interrogation, it was found that this right ventricular (rv) lead exhibited no capture. Subsequently the patient was admitted to the hospital and the patient underwent a lead revision procedure. The rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.